Manufacturer narrative:
(B)(4).

Event description:
Customer reported guidewire kinked. No patient harm reported.

Event description:
Customer reported guidewire kinked. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and an arrow raulerson syringe (ars)/introducer needle sub-assembly for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed three major kinks across the guide wire. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks in the guide wire measured 120mm, 282mm, and 570mm. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .800mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The returned guide wire was advanced through the returned ars/introducer needle subassembly. The undamaged portions of the guide wire were able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Three kinks were observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.